Event description:
It was reported that a patient underwent a laparoscopic upper gastrointestinal perforation repair, abdominal drainage under general anesthesia intubation procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the patient was admitted to the operating room at 21: 04 p.m. And underwent laparoscopic upper gastrointestinal perforation repair, abdominal drainage under general anesthesia intubation. After successful anesthesia, the patient was placed in supine position, and the skin of the operating area was disinfected with iodophor routinely and toweled. No puncture injury was observed in the abdominal cavity after the start of the operation, and local adhesion of the greater omentum and intestinal canal was observed in the right middle and upper abdomen, about 200 ml of bile, pus and pus fur were observed in the right upper quadrant, and the anterior wall of the duodenal bulb was perforated with a diameter of about 0.8 cm. The intraoperative diagnosis was "perforation of the anterior wall of the duodenal bulb". "Duodenal perforation repair, peritoneal drainage" was decided. One 5 mm and 5 mm trocar were placed in the left middle abdomen and left upper abdomen at the midclavicular line. Separating the omentum and intestine of the right middle and upper abdomen, suture with the absorbable suture at the edge of the perforation about 1 cm. The problem of pulling off suture needle happened under the endoscope. The needle tip was intact and removed by the surgeon under the endoscope. The intactness of the whole needle was confirmed again under the naked eye, and the nurse was instructed to replace the new absorbable suture and continue to suture. The vital signs of the patient during the operation were stable and the procedure was smooth, and the patient was safely returned to the ward after the operation. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm if there were any adverse patient consequences due to this event? If yes, please explain in detail. No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.